Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a 550cc mentor memorygel breast implant. On (B)(6) 2018 deflation was observed. As a result, bilateral prosthesis replacement with 475cc mentor memorygel breast implants was performed on (B)(6) 2018. Deflation was confirmed during the replacement surgery.

Manufacturer narrative:
On 5/25/2018 it was noted that value (explant date) of the initial report was erroneously submitted with the date of (B)(6) 2018. That date has been updated to (B)(6) 2018. The failure analysis lab completed the investigation of the returned device on 5/29/2018. Device evaluation summary: it was reported that a (B)(6) caucasian female underwent breast augmentation revision with a 550cc mentor memorygel breast implant. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Upon receipt, the device was severely rented. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).